Event description:
In 2008, the patient reported that the adhesive of his infusion sets is "lifting" after two days of use. He stated that he is sweating excessively but he has never experienced this issue before. He uses IV prep wipes prior to placing the infusion site and he allows his skin to dry. No physiological effects were reported. He was sent tegaderm hp. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.